Event description:
Olympus was informed that during an unspecified procedure, the device failed. The failure of the device is unknown. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information by telephone and in writing with no result.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. A visual and physical inspection of the device found that the teflon pad was partially split in a cross direction; however, there was no metal exposed. The device failed the probe check and displayed error code u509. The distal end of the device was inspected under a microscope and found the probe was detached. The broken portion was returned and measured approximately 16mm in length. This type of probe and teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received, this report will be supplemented.